Manufacturer narrative:
This report is related to the following patient identifiers: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that some patients experienced symptoms of infection after cystoscopy in which the subject device was used. Multiple attempts have been made to gather more information from the customer but the customer refused to answer the questions.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. A definitive root cause could not be identified. Based on the results of the investigation and the provided data, no correlation has been observed between actual product device status and cause of contamination (or infection). In general, device damages (e.g. Scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the necessary information from the customer, olympus was not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use with product status. After reprocessing, the results could not confirm the customers concerns and was 2 times negative. Olympus will continue to monitor field performance for this device.